Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
Device malfunction. It is unknown if an accident or trauma occurred. The recipient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Device malfunction. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is planned to take place in (B)(6) 2018.

Event description:
Device malfunction. Re-implantation is planned to take place in (B)(6) 2018.